Event description:
Reportedly, the instrument would not open to release the tissue after firing. However, the surgeon was able to remove the instrument from the tissue by manipulating it off the surgical site. This resulted in a 20-30 minute delay in surgical time, although another new instrument was used to complete the case without further incident. Patient status: no paitient injury reported.